Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7152542.

Event description:
It was reported that the physician was unable to insert the lead into the epidural space due to an unknown reason. The patients implant procedure was aborted and the patient was reportedly doing well.